Event description:
It was reported that the ilet issued repeated alert 38 indicating consecutive stalled motor events during priming and rewinding, and the user was unable to proceed despite a restart and a dry run, consistent with a motor stall device malfunction involving the infusion mechanism. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery and the need to discontinue use of the affected pump. Investigation included technical troubleshooting with guided dry run and shutdown instructions. Investigation of this case revealed a persistent motor stall that did not resolve after priming and rewinding. It was concluded that the device experienced a motor stall malfunction and required replacement, with no patient injury reported.